Event description:
Information was received indicating that leaking occurred to a smiths medical cadd extension set at the filter site after start of administration. There were no reported adverse effects.